Event description:
Advocate stated the contour next link was not showing all of the readings in memory. The meter was not available during the call, so further information could not be obtained. Product was not replaced.

Manufacturer narrative:
The product information was not provided, so the manufacture date could not be determined.